Manufacturer narrative:
The employee removed their surgical gown and observed the gown to be wet in the area where the end user¿s ID page was positioned. No delays or cancellations in patient procedures were reported. The user was not wearing the appropriate gown for the procedure when the reported event occurred. The user was wearing a level 3 gown and should have been wearing a level 4 gown to provide adequate barrier protection. Synergy health north america notified the user facility of the recommended gown usage according to aami pb70 barrier performance and classification of protective apparel standard for different types of procedures.

Event description:
The user facility reported that an employee observed a strikethrough on their surgical gown. No injury occurred as a result.